Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: b1, b5, h1: the initial complaint was reviewed and found not reportable. It was determined this event was original reported under the wrong operating company and needed to be captured under a different complaint (B)(4). All relevant information for this event is captured on report 2939274-2021-04858.

Event description:
The initial complaint was reviewed and found not reportable. It was determined this event was original reported under the wrong operating company and needed to be captured under a different complaint (B)(4). All relevant information for this event is captured on report 2939274-2021-04858.

Manufacturer narrative:
Additional narrative: this report is for an unknown device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Reporter is a j&j employee. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an unknown device was received as blind unit at manufacturer site. However, it couldn¿t be associated with a complaint or any other existing record. It was discovered that the received device is broken. No further information is available. This report is for one (1) unk device . This is report 1 of 1 for complaint (B)(4).